Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2025 product type catheter pro duct ID 8578 lot# serial#(B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 18-jul-2008, UDI#: (B)(4) ; product ID: 8578, serial/lot #: (B)(6), ubd: 11-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving clonidine 475mg/day 541mg/day bupivacaine 7.0mg/ml 7.9mg/day dilaudid 25mg/ml 28mg/day via an implantable pump. It was reported that the patient was not getting relief at 28mg/day. During at the normal early replacement indicator (eri), the catheter was flowing but the tip was thought to be the issue because it moved from t5 to cervical spine. There were no known environmental/external/patient factors that may have led or contributed to the issue. On (B)(6) 2025, the catheter was removed, discarded, replaced then repositioned. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. The patient weight was 113 pounds.